Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed in ada site 14 of the patient's mouth, a failure occurred. The clinician noted a failure to osseointegrate, insufficient bone quality/quantity, bone resorption and the implant's mobility. A bone graft was performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed in ada site 14 of the patient's mouth, a failure occurred. The clinician noted a failure to osseointegrate, insufficient bone quality/quantity, bone resorption and the implant's mobility. A bone graft was performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.